Event description:
The following has been reported: "we were demonstrating/showing anesthesia how to use the pump. Starting at 12:25 & 12:41 pm, we had received an error message (error 99-0004 / watchdog issue due to defective cpu board). Hypothesis of why this happened is below: the only thing that I can think off is that the battery was running low and the pump powered off because it did not have enough juice to complete the dose. Additional information: I do not know what the status of the battery was when we started at 10 am this morning (i.e. Full charged, half-full etc). I just took the picture of the battery status now at 21:37. I had plugged it in at 21:06. (I pulled this from history file of the pump). We did not have any issues or alarms until the 12:25 mark this afternoon. When I plugged the pump in the battery life was completely empty at 21:06. When the error occurred, the battery was completely empty, I glanced at the battery life but did not take a picture. Even now it does not register how time is left at 6.3 ml/h." Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.